Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The pt stated he was found unconscious and unresponsive. The pt was transported to the hosp and was treated d50 infusions. Troubleshooting after the incident could reveal no problem or fault with the device. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.